Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anastomosis artery. A 5.0mmx20mmx40cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon ruptured vertically at the middle upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.